Event description:
It was reported that during a lap hysterectomy, the tip of the device broke into two pieces and did not even work for five minutes. It was not reported how the procedure was completed. No adverse event reported. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.